Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she is having issues with the insulin pump as she has been experiencing high blood glucose of 415 mg/dl. Current blood glucose was 453 mg/dl and she was feeling shaky and antsy. Customer stated in the past hour she treated with 20 units with the insulin pump and additional 10 units with a syringe. Troubleshooting was performed but the customer declined to check for leaks, air bubbles, setting, and insulin. High pressure test was performed and the device passed. Customer was advised to monitor the device and call back if issues persisted. The device is not being returned for analysis.